Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon burst. The protector tip was also noted to be damaged. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.